Event description:
It was reported that the battery measurement during the interrogation was providing erroneous voltage. Previous experience on this device includes lower battery voltage measurements displayed after interrogation compared with the review of performance data from the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Previous experience from a retro review for devices still in use has been incorporated into this report.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Previous experience from a retro review for devices still in use has been incorporated into this report. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.